Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer removed the pump from the case and the cartridge was pulled out. Customer's blood glucose ranged from approximately 235-267 mg/dl. The cartridge was reloaded to address the issue.